Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the surgeon was unable to squeeze the handle and it stopped after pushing the firing button.